Event description:
The pt reported that his blood glucose was elevated to 27.2 mmol/l (490 mg/dl) sometime in 2009 between 3:00pm and 4:00pm. He bolused 24 units of insulin and his blood glucose did not decrease. He found that the needle of his infusion set was kinked and the infusion device did not alarm with e4 (occlusion). No further info is available. The pt did not require medical assistance from a healthcare professional or a second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further into is obtained it will be provided in the supplemental report.